Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The harmonic ace instrument has been requested to be returned for failure analysis testing. As of the date of this report, the instrument has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the teflon pad of the harmonic ace instrument came out due to which the customer had to use a new device to complete surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad is missing and was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.